Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was explanted due the patient suffering from twiddlers syndrome, with them twisting and damaging this lead so it was explanted and replaced by a new lead. No additional patient effects were reported. The device is expected to return for analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due the patient suffering from twiddlers syndrome, with them twisting and damaging this lead so it was explanted and replaced by a new lead. No additional patient effects were reported. The device is expected to return for analysis.